Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood on the hub, shaft, balloon, in the guide wire lumen, and contrast on the shaft which is consistent with device preparation and use of the catheter inside the patient anatomy. The balloon was returned tightly folded indicating no balloon inflation. The hypotube had separated 23.2 centimeters distal to the strain relief tubing confirming the reported shaft separation. The fracture faces were ovaled as if kinked prior to separation. There were multiple kinks and bends throughout the entire length of the hypotube and kinks in the distal shaft. Factors that may contribute to the inability to advance the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the catheter. To ensure that all products meet specification, all products are 100% visually inspected for damages and proper guide wire movement for the catheters on the manufacturing line. There was no report of any product damages during inspection prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced. A mandrel and a new 0.014 inch whisper guide wire was backloaded through the balloon catheter and there was no resistance noted confirming that guide wire lumen met manufacturing specification and the reported resistance with the guide wire could not be confirmed with a new guide wire. It was reported that there was resistance when the guide wire was advanced by itself indicating that the guide wire or guiding catheter may have been damaged or there may have been resistance from guide wire interaction with the lesion; however, this could not be confirmed. A return of the guide wire and the guiding catheter may have helped the investigation. The reported resistance encountered during catheter advancement could not be determined. Advancing against resistance with force as reported would cause the distal shaft to kink as observed on the returned device and would cause the hypotube to kink and bend (as observed). Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It was reported that force was used due to the resistance encountered during advancement. It should be noted the trek instructions for use states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. A query of the complaint handling database revealed no other incidents for this lot. The reported difficulties appeared related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the left anterior descending artery for treatment of an acute myocardial infarction, a whisper es guide wire was advanced with resistance. A 3.0x15 rx trek dilatation catheter was introduced onto the whisper es guide wire with resistance outside of the anatomy. The proximal segment of the catheter separated as it was being advanced using force through the guide catheter. The catheter was withdrawn without resistance and a new 2.5x15 trek dilatation catheter was advanced over the same guide wire and used successfully. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.